Manufacturer narrative:
Imdrf device code a0902 captures the reportable event of reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation procedure performed on (B)(6) 2023. During the procedure, the gauge did not move at all as the balloon was inflated. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.